Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage, shaft break, vessel dissection and chest pain occurred.the patient presented with acute myocardial infarction. Vascular access was obtained via the radial artery. The 28mm in length, 3.5mm in diameter, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After pre-dilation there was 75% residual stenosis in the lesion. Then a 28mmx3.50mm promus premier&#10244;rug-eluting stent was advanced but failed to cross the lesion. The device was considered damaged and was disposed. It was reported that the shaft detached/separated, a type b dissection and chest pain occurred. The procedure was then completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned. The bumper tip of the device showed no signs of damage. The balloon cone profiles and balloon main body were reviewed and analysis suggests that the balloon was subjected to slight positive pressure. The balloon wings were opened out from their folded positions. The stent was found to have detached; however, crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage, shaft break, vessel dissection and chest pain occurred. The patient presented with acute myocardial infarction. Vascular access was obtained via the radial artery. The 28mm in length, 3.5mm in diameter, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery. After pre-dilation there was 75% residual stenosis in the lesion. Then a 28mmx3.50mm promus premier drug-eluting stent was advanced but failed to cross the lesion. The device was considered damaged and was disposed. It was reported that the shaft detached/separated, a type b dissection and chest pain occurred. The procedure was then completed with another of the same device. The patient's status was stable.